Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument would not fully close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have a dislodged grip ring. The instrument was placed on an in-house system. The grips did not open due to a dislodged grip ring. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. The probable root cause of a dislodged grip ring is attributed to the manufacturing process.